Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Multiple attempts were made to get clarification about the lot number, however no further information is available and the manufacturing record evaluation (mre) could not be performed. If clarification is received in the future the mre will be completed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction surgery with 425cc mentor smooth round spectrum on one side, and with an unknown size unknown saline implant on the other, and experienced defective valve issue. The issue is being reported bilaterally as a conservative approach until further clarification is received. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for side implanted with unknown saline lot number 769006.